Event description:
Boston scientific received information that during the device replacement procedure; after this implantable cardioverter defibrillator was connected to the existing leads, pacing inhibition occurred. It was suspected that oversensing had caused the pacing inhibition. The device was disconnected from the leads and reconnected; however, pacing inhibition was observed again. The leads were then tested; however, all measurements were normal with the leads. The device was then reconnected a third time and pacing inhibition was still present. In addition, noise was noted on the electrogram causing the pacing inhibition. A device malfunction was suspected. The device was removed, replaced, and returned for analysis. All measurements were normal with the new device and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of the reported clinical observations indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy. Clinical observations and laboratory analysis indicates that the non-physiologic noise was caused by body fluid penetration into the device header, coupled with air bubbles escaping from the header. If a body fluid pathway is temporarily established through the seal plug, a parallel/accessory pathway is created, which alters the primary sensing antenna. Each time an air bubble escapes through the seal plug, it interrupts this accessory pathway, creating an artificial/non-physiologic voltage potential that appears as noise on the egm. On occasion, these artificial noise signals could inhibit pacing, and if persistent, could be interpreted by device sensing circuits as an arrhythmia, leading to an inappropriate shock. This non-physiologic "bubbling effect" has been observed in previous generations, appearing in conjunction with damaged seal plugs. In an effort to minimize the possibility of seal plug damage, the seal plugs in the cognis and teligen families have a larger sealing surface and a more rigid seal flap that is less prone to physical damage. Initial review of returned devices exhibiting this issue indicates that the seal plugs did not exhibit any physical damage as seen in the previous generations.